Event description:
It was reported, through the attorney for the patient, as a result of a legal claim, that allegedly "the gamma 3 nailing system implanted in the patient on (B)(6), 2009 during a total left hip replacement failed."

Manufacturer narrative:
Device and additional information is not available at this time. If the device or additional information becomes available it will be reported on a supplemental report.